Manufacturer narrative:
The device (cannula) is still implanted in the pt and it is unk at this time whether the device will be returned following explantation.

Event description:
Physician implanted bvs blood pumps and cannula in 2007. The cannula were implanted while the pt was on bypass. Heparin was reversed with protamine. Bleeding was observed, initially thought to be the anastomosis, so add'l sutures were placed. After add'l observation, they concluded that the bleeding was coming from through the graft. The blood loss was no quantified, but was significant. The cannula blushed with each beat. Left side was bleeding more. The physician reinforced the graft with a 14 mm gel weave graft and the bleeding stopped.